Event description:
(B)(4). The pacemaker was implanted on (B)(6) 2022. On (B)(6) 2023, the battery impedance was 0.49 kohm and the battery curve did not reach the inflection point. Consequently, it was decided with the physician to plan a follow up in 3 months.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.